Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplemental report will be submitted if provided. Based on the results of the investigation, cause not established for foreign material in the jet tube. For the burn the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that there's foreign material in the jet tube and the c-cover has a burn. There was no patient involvement